Event description:
Procedure type: low anterior resection. According to the reporter: the anastomosis was done with single staple using purstring on both proximal and distal side. After the anastomosis was done, a part was not stapled, and a leak was noted. Additional resection was done, and a permanent colostomy was set up. Oozing bleeding under 200cc occurred, and surgery time was extended by more than thirty minutes. No further patient details were disclosed.